Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The following article was reviewed: "trans-catheter aortic valve implantation for non-classical indications" by amit segev md, dan spiegelstein md, paul fefer md, amichai shinfeld md, ilan hay md, ehud raanani md and victor guetta md. It was learned that a (B)(6) female with a mitral bioprosthetic valve implanted underwent a valve-in-valve procedure due to severe mitral regurgitation. Euroscore 29.3%. A trans-apical implantation of a an edwards transcatheter valve was successfully performed. At 30-day follow-up, the patient was noted as to be alive.